Event description:
Philips received a complaint by the customer on the v60, indicating that touchscreen was blurry. It was reported there was no patient involvement at the time the issue was discovered. At bench repair, the device was evaluated and it was reported that the touchscreen was blurry. It is suspected that a chemical solution was used on the touchscreen for cleaning. Device evaluation and repair are pending.

Manufacturer narrative:
H10: at bench repair, the touchscreen was replaced and the reported issue was confirmed to be resolved. Bench repair replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.